Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the pump lost power during use, and the patient did not hear the alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed evidence of a pump reboot. A low battery warning was confirmed in the pump history. The reboot in the pump history preceded a replace battery alarm. Further review of the pump history showed that the pump was used for three days after the reported reboot date with no power issues occurring. There was no damage found to the battery compartment. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete the investigation. The pump electrical current draws were found to be within the required specifications. A replace battery alarm was reproduced during testing; the pump emitted an audible and visual alert. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump was opened and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.